Event description:
During a ptca treatment procedure, the maverick2 monorail 20x1.5mm balloon ruptured at seven atms on the first inflation. The lesion being treated was a calcified, 95% stenotic lesion in the first diagonal branch of the left anterior descending (lad) coronary artery. The physician used a bmw guide wire in the lad, and a choice pt guide wire to corss the lesion in the first diagonal branch of the lad, and planned to perform a kissing balloon technique. The maverick2 monorial balloon was removed and a crosssail balloon was used to successfully complete the procedure. No patient injueies or complications were reported. Patient status is reported as "good".